Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
A representative reported an 8731 catheter became disconnected. A catheter dye study was attempted, and an x-ray revealed a disconnection. A revision was scheduled. At the time of the revision it was found that the distal end of the catheter was completely into the intrathecal space, and they were unable to remove. The distal end was left in place due to the difficulty removing it. A new 8780 catheter was implanted. The patient experienced increased spasticity. The patient¿s status at the time of the report was alive with no injury. The medication infused was gablofen.

Event description:
It was later reported that the patient was reported to be doing good and receiving effective therapy.